Event description:
It was reported that the patient had a high fever and a brownish fluid coming from the implantable pulse generator (ipg) incision site. It turned out that the patient had sepsis from the last knee replacement surgery. The infection originated at the ipg site, however, the physician believed that it was not device related and was due to patient's infection history that led to the outcome. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7089714 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 35161633 UDI: (B)(4)